Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, ten day post-ophthalmic surgery, patient was seen by surgeon and stated that the suture did not dissolved in the expected amount of time. Reoperation was done to resolve the issue and noted that the suture was difficult to removed from the patient.